Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy from the device. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of clip assembly stuck into the bushing.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation result of clip assembly stuck into the bushing. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly stuck into the bushing. Microscopic examination was performed, and the clip assembly bottom part is deformed. Functional examination was performed, the handle does not have communication with the clip assembly. No other problems with the device were noted. The reported event of clip poor bite was not confirmed. Based on the returned device, it was found that the clip assembly was highly stuck with the bushing and with the clip assembly bottom part damaged. According to the evidence, one of the possibilities that could have happened is that a soft deployment was caused by accident by activating the device and trying to reopen the clip. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Additionally, when the customer attempted to reposition the clip into the bushing, the clip got incorrectly positioned, and most likely the physician kept pulling back the clip and cause the control wire and clip detachment, causing a deployment problem. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.